Event description:
On (B)(6) 2011, pt's wife reported pt experiences an issue with the up and down arrow buttons not working a few times a week. Wife stated the issue is intermittent. Wife reported at times both of the buttons malfunction. Wife stated pt noticed the issue while attempting to bolus a few months back. Wife reported the buttons pop back out. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.